Event description:
It was reported during a routine check, , the cs300 intra-aortic balloon pump (iabp) unit electrical test fails code # 50, there was no fatalities were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component. Investigation conclusions). A getinge field service engineer(fse) evaluated the iabp unit for the reported issue the fse checked for signs of damage, and found the machine showing the message electrical test fails code # 50. The fse changed the motor controller pcb, and after changing the machine can work normally. The unit was checked according to the pm checklist and passed. The machine can now be used.